Manufacturer narrative:
8/13/1998-supplement #1 sent to FDA.

Event description:
The product was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and close. The hosp has reported no pt injury occurred.